Event description:
It was reported that a user experienced hypoglycemia with a reported blood glucose value of 50 mg/dl, treated the low with four to five glucose tablets at once per prior clinical guidance, then announced a meal, after which glucose later rose to about 200 mg/dl. The user expressed concern that the ilet pump continued dosing during low alerts and sought education on managing lows. Symptoms included hypoglycemia, subsequent hyperglycemia, and malaise. Outcomes included the need for unexpected medication intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to an improper or incorrect method for treating and timing relative to meal announcement, and no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.